Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), injury associated with device ("insertion injury"), pelvic pain ("pelvic pain"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent surgical removal of essure coils due). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, injury associated with device, pelvic pain, migraine, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, injury associated with device, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('post implant pregnancy') in a 27-year-old female patient who had essure (batch no. 627454) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple trials at right right fallopian tube due to some scarring" and device ineffective "device ineffective". The patient's medical history included subchorionic hemorrhage on (B)(6) 2007, vaginal delivery, multi gravida, parity 2 (B)(6) 2002, (B)(6) 2008), gestational diabetes, irregular periods, uterine pain, lower abdominal pain, headache, influenza like illness and live birth (B)(6) 2002, (B)(6) 2008). Concurrent conditions included pregnancy, scarring and sedation. Concomitant products included dextropropoxyphene napsilate;paracetamol (darvocet a500), formaldehyde solution (formalin), ibuprofen (motrin ib), nsaids from october 2008 to november 2008 and paracetamol (acetaminophen) from october 2008 to november 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), injury associated with device ("insertion injury"), migraine ("migraines") and fallopian tube disorder ("multiple trials at right right fallopian tube due to some scarring") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent surgical removal of essure coils due). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, pregnancy with contraceptive device, injury associated with device, migraine, depression, anxiety, dysmenorrhoea and fallopian tube disorder outcome was unknown and the pelvic pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube disorder, injury associated with device, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted- it is mentioned that she did not undergo essure confirmation test(s) but as per mr hysterosalpingogram procedure has been performed on (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: demonstrate contrast opacification of the endometrial cavity, air bubbles arc seen at the cornua there is no spillage of contrast. There is intravasation of contrast into the lymphatic and venous structures. Occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration'), pregnancy with contraceptive device ('post implant pregnancy/birth no complication') and genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure (batch no. 627454) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple trials at right fallopian tube due to some scarring" and device ineffective "device ineffective". The patient's medical history included subchorionic hemorrhage on (B)(6) 2007, vaginal delivery, multi gravida, parity 2 ((B)(6) 2002, (B)(6) 2008), gestational diabetes, irregular periods, uterine pain, lower abdominal pain, headache, influenza like illness and live birth ((B)(6) 2002, (B)(6) 2008). Concurrent conditions included pregnancy, scarring and sedation. Concomitant products included dextropropoxyphene napsilate;paracetamol (darvocet a500), formaldehyde solution (formalin), ibuprofen (motrin ib), nsaids from (B)(6) 2008 to (B)(6) 2008 and paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), injury associated with device ("insertion injury"), migraine ("migraines"), fallopian tube disorder ("multiple trials at right right fallopian tube due to some scarring"), abdominal pain ("abdominal pain chronic") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, injury associated with device, migraine, depression, anxiety, dysmenorrhoea and fallopian tube disorder outcome was unknown and the pelvic pain, abdominal pain and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube disorder, genital haemorrhage, headache, injury associated with device, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted- it is mentioned that she did not undergo essure confirmation test(s) but as per mr hysterosalpingogram procedure has been performed on (B)(6) 2016. Date discrepancy: essure removal date was reported as (B)(6) 2008 and essure confirmation test was done on (B)(6) 2016. Plaintiff received treatment for abdominal pain, psych injury, bleeding, migration and headaches. Plaintiff had tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: demonstrate contrast opacification of the endometrial cavity, air bubbles arc seen at the cornua there is no spillage of contrast. There is intravasation of contrast into the lymphatic and venous structures. Occlusion of the fallopian tubes. Imaging procedure - on an unknown date: essure confirmation test(s)-not specified results-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: new reporter added. Events per pfs: abdominal pain chronic, bleeding and headaches. Pregnancy outcome was updated. Outcome for events abdominal pain chronic and headaches were resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), injury associated with device ("insertion injury"), pelvic pain ("pelvic pain"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent surgical removal of essure coils due). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, injury associated with device, pelvic pain, migraine, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, injury associated with device, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration /left coil is superior and existing faunally. The right coil is mid with the inferior tip'), pregnancy with contraceptive device ('post implant pregnancy/birth no complication') and genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure (batch no. 627454) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple trials at right fallopian tube due to some scarring" and device ineffective "device ineffective". The patient's medical history included subchorionic hemorrhage on (B)(6)2007, vaginal delivery, multi gravida, parity 2 (B)(6)2002, (B)(6)2008), gestational diabetes, irregular periods, uterine pain, lower abdominal pain, headache, influenza like illness and live birth (B)(6)2002, (B)(6)2008). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included pregnancy, scarring, sedation, vaginal burning sensation, flank pain and vaginal discharge. Concomitant products included dextropropoxyphene napsilate;paracetamol (darvocet a500), formaldehyde solution (formalin), ibuprofen, ibuprofen (motrin ib), nsaids from (B)(6)2008 to (B)(6)2008 and paracetamol (acetaminophen) from (B)(6)2008 to (B)(6)2008. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced pelvic pain ("pelvic pain/ pain pelvic area"). In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), injury associated with device ("insertion injury"), migraine ("migraines /migraines / headaches"), fallopian tube disorder ("multiple trials at right fallopian tube due to some scarring"), abdominal pain ("abdominal pain chronic"), headache ("headaches"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("urinary tract infection /infection (bladder/urinary tract/vaginal) type: uti"), tooth disorder ("dental problems") and feeling abnormal ("brain fog"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, injury associated with device, migraine, depression, anxiety, dysmenorrhoea, fallopian tube disorder, back pain, dermatitis allergic, urinary tract infection, weight increased, tooth disorder, feeling abnormal, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, abdominal pain and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, device dislocation, dysmenorrhoea, fallopian tube disorder, feeling abnormal, genital haemorrhage, headache, injury associated with device, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted- it is mentioned that she did not undergo essure confirmation test(s) but as per mr hysterosalpingogram procedure has been performed on (B)(6)2016. Date discrepancy: essure removal date was reported as (B)(6)2008 and essure confirmation test was done on (B)(6)2016. Plaintiff received treatment for abdominal pain, psych injury, bleeding, migration and headaches. Plaintiff had tubal ligation,weight gain, dental problems, urinary tract infection, rash/skin condition discrepancy noted in date(s) of insertion: (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: demonstrate contrast opacification of the endometrial cavity, air bubbles arc seen at the cornua there is no spillage of contrast. There is intravasation of contrast into the lymphatic and venous structures. Occlusion of the fallopian tubes. Imaging procedure - on an unknown date: essure confirmation test(s)-not specified results-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: fu 9 and 10 processed together. Plaintiff fact sheet received : events added- abnormal bleeding (vaginal, menorrhagia). Concomitant product added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('post implant pregnancy') in a 27-year-old female patient who had essure (batch no. 627454) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple trials at right right fallopian tube due to some scarring" and device ineffective "device ineffective". The patient's medical history included subchorionic hemorrhage on (B)(6) 2007, vaginal delivery, multi gravida, multiparous (B)(6) 2002, (B)(6) 2008), gestational diabetes, irregular periods, uterine pain, lower abdominal pain, headache, influenza like illness and live birth (B)(6) 2002, (B)(6) 2008). Concurrent conditions included pregnancy, scarring and sedation. Concomitant products included dextropropoxyphene napsilate;paracetamol (darvocet a500), formaldehyde solution (formalin), ibuprofen (motrin ib), nsaids from october 2008 to november 2008 and paracetamol (acetaminophen) from october 2008 to november 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), injury associated with device ("insertion injury"), migraine ("migraines") and scar ("multiple trials at right right fallopian tube due to some scarring") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent surgical removal of essure coils due). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, pregnancy with contraceptive device, injury associated with device, migraine, depression, anxiety, dysmenorrhoea and scar outcome was unknown and the pelvic pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, injury associated with device, migraine, pelvic pain, pregnancy with contraceptive device and scar to be related to essure. The reporter commented: discrepancy noted- it is mentioned that she did not undergo essure confirmation test(s) but as per mr hysterosalpingogram procedure has been performed on (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: demonstrate contrast opacification of the endometrial cavity, air bubbles arc seen at the cornua there is no spillage of contrast. There is intravasation of contrast into the lymphatic and venous structures. Occlusion of the fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot numbers were added. New events: dysmenorrhea (cramping), device use issue and scar were added. Events onset date were updated. Outcome of the events pelvic pain updated from unknown to recovering/resolving. Date of removal , new reporters and plaintiff's information were added. Medical history, concomitant conditions, drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration'), pregnancy with contraceptive device ('post implant pregnancy/birth no complication') and genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure (batch no. 627454) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple trials at right right fallopian tube due to some scarring" and device ineffective "device ineffective". The patient's medical history included subchorionic hemorrhage on (B)(6) 2007, vaginal delivery, multi gravida, parity 2 ((B)(6) 2002, (B)(6) 2008), gestational diabetes, irregular periods, uterine pain, lower abdominal pain, headache, influenza like illness and live birth ((B)(6) 2002, (B)(6) 2008). Concurrent conditions included pregnancy, scarring and sedation. Concomitant products included dextropropoxyphene napsilate;paracetamol (darvocet a500), formaldehyde solution (formalin), ibuprofen (motrin ib), nsaids from (B)(6) 2008 to (B)(6) 2008 and paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), injury associated with device ("insertion injury"), migraine ("migraines"), fallopian tube disorder ("multiple trials at right right fallopian tube due to some scarring"), abdominal pain ("abdominal pain chronic"), headache ("headaches"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("urinary tract infection"), tooth disorder ("dental problems") and feeling abnormal ("brain fog"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, injury associated with device, migraine, depression, anxiety, dysmenorrhoea, fallopian tube disorder, back pain, dermatitis allergic, urinary tract infection, weight increased, tooth disorder and feeling abnormal outcome was unknown and the pelvic pain, abdominal pain and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, device dislocation, dysmenorrhoea, fallopian tube disorder, feeling abnormal, genital haemorrhage, headache, injury associated with device, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted- it is mentioned that she did not undergo essure confirmation test(s) but as per mr hysterosalpingogram procedure has been performed on (B)(6) 2016. Date discrepancy: essure removal date was reported as (B)(6) 2008 and essure confirmation test was done on (B)(6) 2016. Plaintiff received treatment for abdominal pain, psych injury, bleeding, migration and headaches. Plaintiff had tubal ligation,weight gain, dental problems, urinary tract infection, rash/skin condition diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: demonstrate contrast opacification of the endometrial cavity, air bubbles arc seen at the cornua there is no spillage of contrast. There is intravasation of contrast into the lymphatic and venous structures. Occlusion of the fallopian tubes. Imaging procedure - on an unknown date: essure confirmation test(s)-not specified results-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events added - back pain, urinary tract infection, weight gain, dental problems, brain fog, rash/skin condition. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.